Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) discovered the wash and waste peristaltic pumps tubing had split and had caused the leak. The fse replaced the split tubing and verified instrument operation. After the completion of necessary and verified repairs, the instrument was returned into operation.

Event description:
The customer reported that they observed a leak on a unicel dxi800 access immunoassay system. No patient results were involved in this event. There was no death, injury or modification to patient treatment associated with this event. There was no biohazardous exposure to personnel uncovered wounds or mucous membranes and no injuries were reported. There was an exposure control plan in place at the facility.